Manufacturer narrative:
(B)(4). The customer returned one opened pi cvc kit including a 3-lumen catheter, two luer hub attachments, and three dust caps. Signs of use in the form of hardened biological material and medication were observed inside the catheter. Ballooning was observed on the medial extension line adjacent to the juncture hub. No other defects or abnormalities were observed. The ballooning on the medial extension line spanned 19 mm from the juncture hub. The catheter body measured 216 mm which is within the specification limits of 207 mm and 227 mm per the catheter product drawing. The outer diameter of the catheter body measured .096", which is within the specification limits of .094" - .098" per the catheter body extrusion product drawing. The outer diameter of the distal extension line measured .084", which is within the specification limits of .084" - .088" per the distal extension line extrusion product drawing. The outer diameter of the undamaged portion of the medial extension line measured .085", which is within the specification limits of .084" - .088" per the medial extension line extrusion product drawing. The outer diameter of the proximal extension line measured .085", which is within the specification limits of .084" - .088" per the proximal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to each extension line and flushed. Blockages were met in all extension lines. Biological material and medication were cleared from the medial and proximal lumen using a long gauge pin. After clearing the blockages, the medial and proximal extension lines flushed as intended. The blockage could not be cleared from the distal extension line. Therefore, the catheter body was cut in the area of the blockage. Visual analysis of the cross section confirmed the blockage to be hardened biological material and medication. After clearing the blockage, the distal extension line flushed as intended. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The IFU provided with the kit informs the user, "maintain catheter patency according to institutional policies, procedures and practice guidelines." The report of a blocked catheter was confirmed by investigation of the returned sample. The returned catheter met all relevant dimension requirements. However, functional analysis revealed blockages when flushing all three lumens due to a buildup of dried biological material and medication. This occlusion likely contributed to the over pressurization and ballooning of the medial extension line. The IFU provided with the kit informs the user, "maintain catheter patency according to institutional policies, procedures and practice guidelines." Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "lij tlc arrowguard abx coated line, unable to flush 2 lumens, team notified. Alteplase ordered and administered 1825, no blood return. Noted to have a bubble in blue lumen. Line was removed and new femoral tlc had to be inserted". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".